Event description:
It was reported that on an unknown date, a 23mm trifecta valve was implanted in the patient. On (B)(6) 2026, the valve got explanted due to endocarditis and a 25mm non-abbott valve was implanted.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.